Manufacturer narrative:
(B)(4). No related complaint was received with return of device, failure was observed during analysis. Final analysis found the partial lead was returned in four pieces. An abrasion breaching the outer insulation and exposing the outer coil was found proximal to suture sleeve tie impression. Abrasions are consistent with constant friction with another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.